Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Foreign matter can be seen on the inside of the stopper well. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. The nature of the foreign matter could not be identified from the photo. The physical sample would be needed for further investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes contained foreign matter. " initial issue raised as an email by the customer (on 22 june): the customer noticed "hard, coloured plastic bits" on the lid of the pst tube. Customer also mentioned on email "hard, coloured plastic bits make it very difficult to change tubes". "